Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device returned for service during the evaluation the technician found corroded pins, a faulty coupling, noisy, and the attachment overheated and worn from use. The device was subsequently repaired.

Event description:
Customer reported does not hold drill. The device returned for repair. This is report 1 of 1 for (B)(4).